Event description:
It was reported the handpiece is giving solid tones with a test tip. The customer did not have any information. It was sent to him for testing "not" working. Case completion unknown. Patient consequence unknown.